Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a brain magnetic resonance imaging (MRI) study to scan for multiple sclerosis ¿flare ups.¿ it was further reported that "it worked great¿ for approximately six weeks, and then it just ¿virtually phased out". The reporter noted they could not stand up and could not walk anymore, and noted it "escalated in (B)(6)." The reporter noted they discussed their concerns with their health care provider (hcp) and that the hcp offered to ¿check the line to see if it¿s leaking¿; however, the reporter had to "let it go" because of transportation issues. It was noted that in the meantime, most of the muscle was gone from the patient¿s knee to ankle, and their legs were ¿very thin". The reporter noted they were "grasping at straws and wondering if it was leaking¿. The reporter also noted working with a physical therapist that ¿hurt" them "a few times", and afterward it seemed to the reporter that the pump ¿wasn¿t like it used to be". This was noted to have occurred in (B)(6) 2013. The pump was being used to deliver lioresal.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump quit being effective after about 6 weeks. The patient¿s first 6 weeks, the patient could still walk with a walker. The patient would not have gone through the horrible surgery if the patient knew the device would only be effective for 6 weeks. The patient can barely walk anymore. At the time of report, the patient was ¿really bad¿. After the first 6 weeks, the patient¿s legs got stiff. They wanted to do a study to see if there was a break ¿in the line¿ but the patient did not let them complete the study. The patient has multiple sclerosis (ms) and thought that it maybe just has taken over. At the time of report the pump was used to deliver an unknown type of baclofen.